Manufacturer narrative:
(B)(4), 1627487-07262012-002-r . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg reported a communication error and the ipg was inoperable. Surgical intervention may be planned to address the issue.

Event description:
Additional information identified the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted and replaced. Effective therapy was established post operatively.